Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for other chronic/interact pain (trunk/limbs). It was reported the patient had a knee replacement surgery and forgot about the stimulator and recharging it. The patient let the battery go down to the point where he couldn't use it. The patient also saw a message on the external device telling him to call the doctor, but he doesn't remember the code. The patient states he didn't really need the stimulation anymore anyways because the issue he had the stimulation for has resolved. The patient stated as a result they decided to remove the entire system. Additional information received from a healthcare provider (hcp) on 2019-mar-01. It was reported that the patient had an ins that was non-functioning and painful. The ins was explanted on (B)(6) 2019. No further complications reported.